Event description:
A cracked and shattered touchscreen was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup for insulin delivery.